Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hta capital was used in a hydrothermablation (hta) procedure performed on (B)(6) 2016. According to the complainant, the machine skipped the seal integrity phase and went straight to ablation phase. The machine was shut down and system went to cool down. The procedure was completed successfully with another of the same device. There were no patient complications reported as a result of this event. The patient condition was reported to be "fine."